Manufacturer narrative:
(B)(4).

Event description:
It was reported that a longevity estimate anomaly was observed. The battery discharge profile was normal for the battery chemistry. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was unable to be identified.